Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The target lesion being treated was located in the left anterior descending (lad) artery. An unknown size promus element stent was advanced to the lad and deployed in the proximal part of the lesion. A second unknown size promus element stent was advanced through the previously deployed stent with the intention of deploying it in the distal portion of the lesion. It was noted that the proximal end of the proximal promus element stent became shortened. Additional intervention was not performed. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)